Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v575376, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that when an implantable neurostimulator (ins) was replaced due to normal battery replacement, the healthcare provider also replaced the lead. The patient was told that something wasn¿t quite right with the lead, but no further details were available. She hadn¿t really had any falls or trauma, but was very active in helping with outdoor work and did a lot of heavy lifting.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the surgeon had to rewire the device in her body.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the surgery was successful of the new wires implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.